Manufacturer narrative:
Block h6: problem code 1074 captures the reportable issue of balloon burst. Block h10: investigation result visual examination of the complaint device revealed that the catheter was broken. The balloon did not show visual defects and looked normal. Functional analysis was performed, and there were no leaks, holes and pinholes observed with the device; the balloon was able to hold pressure. It was not possible to confirm what the customer alleged. Factors encountered during the procedure, such as the interaction between the device and the patient anatomy and/or the manner as the device was manipulated, could have caused the analyzed failure of catheter kink. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is no problem detected since the reported device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the pyloric stricture during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon burst. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the pyloric stricture during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon burst. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.